Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a plastic fragment. Visual inspection confirmed the complainant's experience of a fractured cannula wing tab. The fragment completed the missing portion on the fractured cannula wing tab. At this time, applied medical is unable to determine the root cause of the customer¿s experience. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: nephrectomy. Event description: this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Subject of complaint: "wing tab was broken." Report from the sales rep: "one of the wing tabs was broken during the procedure." Initial investigation report by [distributor]: "the event unit was returned to [distributor] and visually inspected. One of the wing tabs was found to be broken (pic.1). The broken piece was similar to the missing section of the wing tab. The unit will be returned to amr for further evaluation. Admin# (B)(4)." As per the component list, the cannula, the obturator, and 1 fragment are all expected to return. Additional information received from [distributor], via e-mail on august 2nd, 2019: the procedure being performed was a nephrectomy. It was unknown as to the type of cannula that was being used. The fracture occurred when the obturator was inserted (in which there was damage). It isn't known if particulation occurred, but the sales rep said that all pieces were retrieved from the patient. This was not a robotic procedure, though it's unknown what kind of port was used. The method of insertion is unknown. Patient status: "no patient injury."

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: nephrectomy. Event description: this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Subject of complaint: "wing tab was broken". Report from the sales rep: "one of the wing tabs was broken during the procedure." Initial investigation report by [distributor]: "the event unit was returned to [distributor] and visually inspected. One of the wing tabs was found to be broken (pic.1). The broken piece was similar to the missing section of the wing tab. The unit will be returned to amr for further evaluation. Admin# (B)(4)." As per the component list, the cannula, the obturator, and 1 fragment are all expected to return. Additional information received from [distributor], via e-mail on august 2nd, 2019: the procedure being performed was a nephrectomy. It was unknown as to the type of cannula that was being used. The fracture occurred when the obturator was inserted (in which there was damage). It isn't known if particulation occurred, but the sales rep said that all pieces were retrieved from the patient. This was not a robotic procedure, though it's unknown what kind of port was used. The method of insertion is unknown. Patient status: "no patient injury".